Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of around 200 mg/dl. Customer's blood glucose level was 356 mg/dl at the time of incident and she treated it with manual injections. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with saline drip and gave her insulin shots at the hospital. Customer used a lot of reservoirs to bring her blood glucose down. It was unknown if the customer was using auto mode or not. Customer release from hospital on (B)(6) 2020. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08730 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).